Manufacturer narrative:
Regurgitation is considered to be a paravalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. There are technical and anatomical factors that may contribute to pvl. In this case, there is insufficient information available to conclusively determine the root cause of this event. However, there has been no indication or allegation of a product malfunction. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of the article "using a balloon expanding valve for treatment of aortic paravalvular leakage" by mehdi eskandari et al., the following event was identified as pertaining to an edwards device: a (B)(6) year-old man with a 25 mm edwards perimount magna valve model 3000 25mm implanted in the aortic position underwent a valve-in-valve replacement after an unknown implant duration due to a large paravalvular leak and mild transvalvular aortic regurgitation. An edwards transcatheter valve was implanted within the surgical valve. There was no residual regurgitation after the procedure. The patient was followed up for more than a year and remained in new york heart association (nhya) class I with no evidence of aortic regurgitation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.